Manufacturer narrative:
Concomitant product: 125037 37fr lt bronco cath pu cuff x1 (lot#: 202311018x) 118-50 safety flex cuffed 5.0mm x10 (lot#: 202308122x) 118-65m 6.5mm safety flex cuffed murphy (lot#: 202304042x) 118-40 safety flex cuffed 4.0mm x10 (lot#: 202202251x) 125035 35fr lt bronco cath pu cuff x1 (lot#: 202306283x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the bronco catheter's box was missing, the cuff was leaking and the two "corpse" were missing. The three endotracheal tube's cuff were leaking even before testing. There was no patient harm.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the bronco catheter's cuff was leaking after being tested. The reported issue could not be confirmed. The most likely cause was the end user may have left the inflation device in the inflation valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the bronco catheter's box was missing, and the three bronco catheter's cuff was leaking after being tested. The three endotracheal tube's cuff were leaking even before testing. There was no patient harm.